Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00033, device 2 is being reported under MDR-2247858-2022-00034, and device 3 is being reported.

Event description:
"Implantation of graft went fine. Pt came back into the hospital with belly pain a week later but all seemed fine on the cta. Aaa was sealed and the left renal was still patent. I was informed last night that this patient has completely thrombosed his entire graft and it needs to be explanted." Patient outcome," "I do not know when the explanation took place."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00033, device 2 is being reported under MDR-2247858-2022-00034, and device 3 is being reported under MDR-2247858-2022-00035.

Event description:
"Implantation of graft went fine. Pt came back into the hospital with belly pain a week later but all seemed fine on the cta. Aaa was sealed and the left renal was still patent. I was informed last night that this patient has completely thrombosed his entire graft and it needs to be explanted." Patient outcome - "I do not know when the explanation took place."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR, device 2 is being reported under MDR-2247858-2022-00034, and device 3 is being reported under MDR-2247858-2022-00035. Corrected data - date in section h2 is corrected from 03/01/2022 to 04/01/2022.

Event description:
"Implantation of graft went fine. Pt came back into the hospital with belly pain a week later but all seemed fine on the cta. Aaa was sealed and the left renal was still patent. I was informed last night that this patient has completely thrombosed his entire graft and it needs to be explanted." Patient outcome - "I do not know when the explanation took place."